Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 447 mg/dl. Customer stated that they had a lot of blood on the sensors. Customer states the site was actively bleeding. Customer would not like to continue troubleshooting site issue. Customer reports they know the cause of the product not adhering. Customer was on vacation and cause the sensor to become loose. The devices will not be returned for analysis.